Event description:
A report was received that the patient was experiencing pain at the pocket site. The pain felt like a knot on the patient's back. The patient was given medication for pain. The patient underwent a pocket revision, during which, the physician placed the cklik anchors deeper because they were sticking out causing pain. The patient was reportedly doing well following the procedure.